Event description:
The clinician indicates that she/he placed the implant on (B)(6) 2025 and 1 month later it was noted that the implant had not osseointegrated. Patient with bone quality iii. In the event the patient experienced: infection, inflammation and pain.

Manufacturer narrative:
The lot documentation is checked and no anomalies are detected. Any manufacturing fault is ruled out. After examination of the implant, it can be verified that the implant does not show signs of misuse or signs of malfunction that could have contributed to the event. However, it is found that the drilling protocol used is different from the recommended one.